Manufacturer narrative:
The returned device was evaluated, when powered on in the docking station the device would reboot automatically. A known good device was used and the unexpected reboot was not observed. The customer's battery was fully discharged and then charged and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, (B)(6), corrected data: (model#) was updated from "25052" to "21317".

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the unit self-reboots when it is docked with docking station. Handheld battery charging indicator and ac power indicator are both illuminated. No consequences or patient impact were reported.